Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle deployed early. The pod was not worn.

Manufacturer narrative:
Received device had the cannula assembly undeployed, soft cannula was not exposed and the pink slide insert was not visible in the viewing window. According to the data, the device ran for 0 pulses during use. The fill sensor springs were found to not be shorted by the fill rod, indicating that the device had not been awakened and activated by the user. The download process during the investigation was the first time the device has been awakened. The download data shows the device in pod state 15 due to the device requiring a redownload after the first download and deactivation. Since the device did not complete the priming sequence, the needle mechanism was found to be in the appropriate state - undeployed. Manual rotation of the ratchet gear deployed the needle mechanism as intended. No damages or defects were observed that would result in the reported needle mechanism failure.